Event description:
The customer reported that during a head lesion removal, the patient received 1st and 2nd degree burns to the face. The burns were located above the right eye and around the mouth and chin. This is where the oxygen mask was located. The site indicated that oxygen may have been concentrated underneath the drape. O2 was delivered at 5 liters. This all happened on first activation at start of the surgery. The pt was transferred to the burn unit and has since been released.

Manufacturer narrative:
(B) (4). (B) (4). The incident e2516 pencil and the e1465 needle electrode were received for evaluation. All testing found them within specification. The IFU warns that the sparking and heating associated with electrosurgery can provide an ignition source. Enriched oxygen atmospheres may result in fires and burns to patients or the surgical team. The site was sent an or fire prevention training packet.